Event description:
Implant was explanted due to inadequately osteointegrated. The pt has a history of infection. Post-operative chewing trauma was reported to be a contributing factor. Bone loss was also reported.